Event description:
Olympus medical systems corp. (Omsc) was informed that during the preparation for choledochoscopic examination, video connector was broken but the connection was possible. No image was displayed. Flickering occurred in the image but the endoscopic image was visible. The facility finished the case with another similar device. The subject device was used in combination with clv-s7pro. After adjustment by the hospital staff, the fault was eliminated and the device was restored to normal. There was no report of patient injury associated with the event.

Manufacturer narrative:
The subject device was not returned to olympus. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus because the fault was occasional. The manufacturing record was reviewed and found no irregularities. The exact cause of the reported event could not be conclusively determined. No more information can be provided at this time. If additional information is received, this report will be supplemented.